Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023; sampling from: all channels; cfu: >80cfu(>58cfu/100ml); bacterial identification: stenotrophomonas maltophilia. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: updated field: h10 the cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The automated endoscope reprocessor (aer) used was cantel, and there were no reported defects with the device. The detergent used with the aer was cantel, the disinfectant used was cantel, all channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant was controlled, the water quality was filtered water, the water filter was replaced periodically in accordance with the instructions for use, the device was dried by blow drying filtered compressed air, stored in a simple cabinet. The device was no used in a procedure while waiting for results, the device was quarantined once the positive culture was observed, and the device was reprocessed twice prior to the sampling.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the third party microbiological results: the hygiene microbiological investigation report indicated the channels of the scope were cultured and found 1 cfu of coagulase-negative staphylococci. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive on (B)(6), 2023, for an unspecified number of colony forming units (cfus) of stenotrophomonas maltophilia, all channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.